Manufacturer narrative:
X-rays have been reviewed by the design office and confirm that there is a broken hinge on the jts implant. A review of batch records confirm that the device was manufactured to specification. Additional and event specific information has been requested. The revision is currently scheduled for (B)(6) 2016. The investigation is ongoing. A supplemental report will be provided.

Event description:
The surgeon reported that the patient has broken the hinge portion of the jts implant. ((B)(4)).

Manufacturer narrative:
The revision procedure was completed on (B)(6) with no adverse consequences reported. The patient was reported to be in a car accident in late 2015 which the surgeon suspects may have caused the reported hinge fracture. During the revision procedure, the surgeon reported that the circlip had become disengaged and the top portion of the axle was broken. The circlip and the axle were returned to stanmore implants for investigation. A supplemental report will be provided.

Event description:
(B)(4).

Manufacturer narrative:
Evaluation/analysis of the returned parts have identified significant damage that is far excessive in comparison to normal wear and tear and would be indicative of being in an accident. The surgeon reported the patient had been involved in a car wreck in late 2015 and seems to think that this may have caused the failure of the hinge mechanism. When the surgeon conducted the revision surgery, he confirmed the circlip had come disengaged and the top portion of the axle was broken. The surgeon did not send the entire implant back as he wanted to retain it. The patient is doing well otherwise and is healthy and cancer free. The surgeon confirmed the patient is very active in hunting and fishing and other outdoor activities and had been walking on the damaged hinge for six plus months. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected date - operator of device: health professional to patient.

Event description:
The surgeon reported that the patient has broken the hinge portion of the jts implant. This is the second supplemental report to 3004105610-2016-00034 (B)(4).